Event description:
It was reported that the patient's blood glucose level reached 18.4 mmol/l (331.2 mg/dl). It was reported that the omnipod personal diabetes manager (pdm) battery is swollen and is now twice the size that it normally is. The battery is no longer holding charge and the pdm turns off immediately after being turned on.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.